Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to wrong user handling/user mishandling. However, the definitive root cause was unable to be determined and the foreign material was unable to be completely identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated and as noted in section b5, foreign material within the nozzle was observed. Service repair noted, the organic foreign material, similar to debris from the patient's body that would very likely have accumulated during a procedure and that could not be removed. Was clogging the nozzle. The device inspection noted no detrimental deformation of the hose of the nozzle that can be contributed to clogged and therefore this findings noted to be attributed due to use handling/mishandling issue (failure to clean adequately). In addition, the following findings were identified during the device evaluation. (A.) The lens gluing applied around lenses was porous, (b.) The switch 1 button had wear, (c.) The biopsy channel wear and tear. The air leak inspection did not show any water leakages. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The evis exera iii colonovideoscope was returned to an olympus service center for device preventive maintenance. Device evaluation, service repair found a foreign matter described to be an organic brown-colored material clogged in the nozzle. This report is being submitted due to the finding of foreign material in the device nozzle ( handling, insufficient reprocessing issue) identified during device inspection. There was no patient involvement , no harm reported due to this reported event.